Event description:
The hospital reported that during an endoscopic vein harvesting procedure, during branch ligation with approx 3/4 of branch ligation completed, it was noted on the video monitor a change in the appearance of the jaws of the hemopro 2 device. The device was removed from the harvesting cannula and it was noted that the wires had separated from the jaws of the hemopro 2 device. A new kit was used to complete the procedure. There were no pt effects. The product is returned.

Manufacturer narrative:
Investigation: a visual inspection revealed that the heater had detached from the hook and was bent and twisted. The jaws were burnt. The device had some evidence of blood. Based upon the visual observations, the reported complaint for "heater detached" was confirmed. (B)(4).